Event description:
The facility representative reported a flogard infusion pump with an occlusion. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation. The reported condition was confirmed as a downstream occlusion alarm during device evaluation. The assignable cause was identified as a damaged latch roller. The latch roller was replaced to resolve the reported condition. Should additional information become available, a follow-up MDR will be submitted.